Event description:
A home patient contacted baxter's technical service center regarding a low drain volume during initial drain. The home patient stated the connection between the patient line and transfer set was leaking. It was determined that the patient line was not securely connected to the transfer set. Baxter's technical service representative assisted the home patient in ending therapy early. The home patient started over with a new set-up. The technical service representative instructed the home patient to contact the peritoneal dialysis intervention associated with this report per the nurse where the home patient resides.